Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's spouse that the patient heard an alert and received an inappropriate shock. The patient was reported to have been seen at the physician's office and reprogramming was performed. The device remains in use. No further patient complications have been reported as a result of this event.